Manufacturer narrative:
D9: 7/25/2025. One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem. Preventative maintenance was performed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor (dso) membrane/sensor was bubbled, causing the pump to trigger the downstream occlusion alarm when attempting to operate with the cassette attached. There was no patient involvement. N/a

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.